Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. Reader did not power on with button, strip or usb cable insertion. Usb charger and usb cable were returned with the reader. Unable to test customer's complaint about the reader became too hot to hold this week while it was charging or just being used. Built-in reader test was unable to be performed due to reader did not power on. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and voltage was measure. Result was within the specification range. Power adapter passed the testing. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. Returned battery voltage was measured and result was below the specification. Unable to perform power consumption test due to reader did not power on. An extended investigation was performed. A visual inspection of the reader was performed using digital microscope and no anomaly was observed. Glucose data readings was not giving any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The returned battery was measured to be below the required specification. The returned reader was observed to be able to powered on and charge therefore the observation of the reader not turning on is not confirmed. The reader was powered off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured to be within specification. The results of the off current test showed that there was no indication that the reader was drawing excess current. A built-in reader test was performed on the returned reader with its own software and passed successfully. A thermal camera was used to observe any hotspots on the reader and no hotspots were observed. A cable tester was used to test the returned usb cable and no opens were observed. A load tester was used to perform testing on the returned power adapter and the voltage was observed to be within the specified range. The returned reader passed all testing and was functioning as intended. The current consumption test was within specification, the returned reader passed the built-in reader test and no evidence of smoke, fire or shock was observed during the investigation; this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.